Event description:
It was reported that the patient had a change in therapy effect. The dose was recently changed from 430 ug/day to 500 ug/day, but provided minimal therapeutic results to the patient. A catheter dye study was performed at the end of (B)(6), and no anomalies were noted. There was no knowledge of the pump event logs, or any volume discrepancies. The elective replacement indicator was showing 14 months. A pump replacement was scheduled. It was believed that the device system was used to deliver lioresal, but unconfirmed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted:; product type catheter. (B)(4).

Event description:
It was reported that the patient experienced increased spasticity. He was evaluated for a pump replacement but insurance denied due to "too early". The patient did have surgery to have his gallbladder removed that caused increased spasticity. The pump dose was increased to 529.5 mcg/day. The event was not due to the pump. The patient was now receiving effective therapy and the device was operating as expected. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)